Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced overfill. The following information was provided by the initial reporter: translated to english. The customer stated: "several 2.7 ml citrate tubes (363048) are used, the tubes are clearly filled to a high degree. The fill level goes almost up to the hemogard stopper."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos was reviewed and the indicated failure mode for overfill with the incident lot was not observed. The photo shows showing the used samples with an acceptable fill line .additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of overfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced overfill. The following information was provided by the initial reporter: translated to english. The customer stated: "several 2.7 ml citrate tubes (363048) are used, the tubes are clearly filled to a high degree. The fill level goes almost up to the hemogard stopper."